Event description:
The patient had 2 peripheral scs leads (off label) from the same lot. It was reported the patient experienced pinching when using stimulation. Reprogramming did not resolve the issue. Follow up information identified the patient's scs system was explanted had her pns system removed and replaced (reference MFR 1627487-2014-26519 for ipg issue). Stimulation was restored and the patient is no longer experienced pinching.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.